Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a hospitalization due to high blood glucose. The blood glucose reading at the time of the event was 480 mg/dl. The site came out of leg, customer was unaware that he was not receiving insulin. The customer ate a huge lunch. The blood glucose increased. Customer experience vomiting, difficulty breathing and tachycardia. Diagnosed with diabetic ketoacidosis. Customer was treated with IV fluids. Nothing further reported.